Manufacturer narrative:
This supplemental report is being submitted to correct "date of event". It was found that two patients were positive for mycobacterium chelonae on (B)(6) 2015 respectively. Therefore, "date of event" was revised from (B)(6) 2015.

Manufacturer narrative:
Olympus medical systems corporation (omsc) performed a MDR retrospective review and omsc found that this supplemental report is required.

Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. The exact cause could not be conclusively determined at this time. The manufacturing history was reviewed, with no irregularities related to this problem noted. If additional information becomes available at a later time, this report will be supplemented. Please cross-reference the following report for the associated two patient complain cases. MDR reports# 8010047-2015-00186.

Event description:
Olympus medical systems corp (omsc) was informed that two patients tested positive for non-tuberculous mycobacterium chelonae after having undergone a bronchotomy with the subject device and a bronchoscope (olympus bf type p60) on (B)(6) in 2015. The two scopes had been reprocessed with an automated endoscope reprocessor (olympus oer-3). After that, as the tap water for the reprocessor of the facility tested positive, the facility commented that the relationship between the subject device and the patient's infection was unknown.